Event description:
Consumer reported complaint for high blood glucose test results. The customer called concerned with test results from results obtained of 350 mg/dl. The customer stated her expected blood glucose test result ranges are 80 mg/dl fasting am and 150mg/dl fasting pm. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/30/2026 and per the customer the open vial date is the day of the call. The meter memory was reviewed for previous test result history (only one result provided): result 1: 350 mg/dl date: (B)(6) time: 3:00p fasting pm.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 04-dec-2025 to ensure the customer¿s initial concern was resolved- the customer is comfortable with the replacement products.